Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized two days after the event onset. The patient was treated with cefazolin injection (500mg, twice daily, intraperitoneal, discontinued) and vancomycin injection (500mg, 5th day, discontinued after 12 days) for peritonitis. On an unknown date, the patient recovered from the events and was discharged from the hospital. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.